Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultra meter was reading inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the pt by phone. The pt reported that on an unspecified date/time, she obtained an alleged high blood glucose reading of "297 mg/dl" with the subject meter. It is unk what action, if any, the pt took regarding her diabetes management as a result of the issue. On an unspecified date/time, after obtaining the alleged high result the pt claimed she developed symptoms of feeling dizzy and sweating. It is not known if the pt received medical treatment. It would have been helpful to obtain the following information: the pt's testing frequency, how she manages her diabetes, what action she took regarding her diabetes management in response to the alleged high inaccurate result, how soon after obtaining the alleged high reading she developed the symptoms noted, and if she received medical treatment in response to the symptoms. At the time of troubleshooting the customer care advocate noted that the pt disconnected the call. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.